Manufacturer narrative:
The definitive root cause could not be determined.

Event description:
It was reported that during a craniotomy the perforator did not stop. There was no patient impact, surgical delay or medical intervention reported as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a craniotomy the perforator did not stop. There was no patient impact, surgical delay or medical intervention reported as a result of this event.